Manufacturer narrative:
This submission is for the 2q18 asr malfunction events for rotary niti file breakage under asr exemption # 2007004. This report summarizes 222 malfunction events where a file broke (device problem code: 1069). In 43 events, the file was reported to have broken at the shaft (device problem code: 955). In 27 events, the file was reported to have broken at the tip (device problem code: 3123). In 152 events, it was not specified where the break occurred on the device.58 devices were evaluated and found to be broken (evaluation results code: 3252).in 9 events, evaluation of the acutal device found the file to be broken (evaluation results code: 3252) and unused files were also returned in these events and evaluation found no issues (evaluation results code: 213).in 64 events, evaluation of unused files found no issues (evaluation results code: 213).91 devices were not returned for evaluation and therefore no evaluation was performed (evaluation results code: 3221).

Event description:
This report summarizes 222 reported events. This submission is for the 2q18 asr malfunction events for rotary niti file breakage. This report summarizes 222 malfunction events where a file broke. There were 180 events where the broken portion of the file was not retrieved and was incorporated into the filling (B)(4). Of those 180 events, there were 171 events where file breakage resulted in no injury and did not require any medical intervention (B)(4). Also of those 180 events, there were nine events where the broken piece was still in patients' root canals, but treatment was not complete and multiple attempts to obtain additional information were unsuccessful. There were 42 events where the patient outcome is unknown despite multiple attempts to obtain the information (B)(4).